Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a physician reported about a customer who experienced adverse skin irritation while wearing an adc freestyle libre sensor. Since (B)(6) 2018, customer experienced symptoms described as itching, intense redness and swelling upon removal of the sensor. It was further reported that the "sensor dissolves, the adhesive pad sticks firmly to the skin which is hard to remove using alcohol, soaps without additional injury to the underlying skin and adhesive ring remains with violent redness and swelling until 14 days and longer". The physician indicated cortisone ointment, new glue, (B)(6) filing strips would probably increase the liability but it is unknown if the customer was prescribed and treated with the reported medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from bfarm which contained the following information: a physician reported about a customer who experienced adverse skin irritation while wearing an adc freestyle libre sensor. Since (B)(6) 2018, customer experienced symptoms described as itching, intense redness and swelling upon removal of the sensor. It was further reported that the "sensor dissolves, the adhesive pad sticks firmly to the skin which is hard to remove using alcohol, soaps without additional injury to the underlying skin and adhesive ring remains with violent redness and swelling until 14 days and longer". The physician indicated cortisone ointment, new glue, ablagestreifen filing strips would probably increase the liability but it is unknown if the customer was prescribed and treated with the reported medication. There was no report of death or permanent injury associated with this event.